Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump kept alarming a compromised force sensor system. They rewound the insulin pump but it would not finish loading. They could not exit the preparing to prime loop. Troubleshooting was performed. The drive support cap was protruded. The customer¿s blood glucose was unknown. The device will be replaced and returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed compromised force sensor system alarm during basic occlusion test due to slightly loose drive support disc.